Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level due to needing settings adjustments. Bg was "low" per continuous glucose monitor readings and was addressed by consuming carbohydrates.